Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. The pump was cut open to perform a visual inspection. No evidence of physical damaged. However, moisture damage was found on the internal lithium backup battery connector on j6/pcba 1. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, j6/pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked keypad overlay and pillowing keypad overlay. High bg anomaly is not confirmed. The pump passed all functional testing. However, moisture damage on the j6/pcba 1 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump delivery anomaly-possible under delivery. The customer reported blood glucose value of 308 mg/dl. The customer reported hyperglycemia, treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880, mmt-332a, mmt-397a. Troubleshooting was performed for high blood glucose. Customer was not using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer was unable to run hp test. No further patient complications were reported. The customer would discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.